Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to excessive off current leakage from a filter, designator fl9, located on the analog pcb assembly. The current leakage depleted the hlc internal batteries, causing the device to lose power.

Event description:
It was initially reported that the device was displaying the charge-pak and attention icons. After evaluation by physio-control, it was further observed that the device did not have enough power to charge and deliver defibrillation energy. The device would lose power when attempting to charge and deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.